Manufacturer narrative:
A ge service rep performed an on site investigation. The 5vdc power supply was the cause of the issue. Customer replaced power supply on their own. No further service was performed.

Event description:
The customer reported the system was not rebooting itself. This would indicate the system shut down without command. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.